Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The identified "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The lower auxiliary flex assembly and upper auxiliary sub-assembly were replaced.

Event description:
During evaluation of a returned spectrum infusion pump, 4 occurrences of "door jammed" alarm were identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.